Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing renal dysfunction. Routine labs found creatine of 3.0 with no other symptoms. The patient was admitted for observation, diuretics and intravenous fluids were held, and it was planned to monitor urine output. The patient was administered 500 cc intravenous fluid due to suspected dehydration from over diuresis. Creatinine improved to 2.4. Bumex was held until (B)(6) 2022. The patient was discharged on (B)(6) 2022 with no follow up required.